Manufacturer narrative:
The reported device was received for evaluation. A visual inspection showed the suture capture has been disconnected from the upper jaw. The returned suture capture is not deformed or broken. Bio debris is present. No other visual deficiencies. A functional evaluation revealed the jaw will close and the suture passer will deploy when trigger is initiated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, instruments inside patient, the top jaw of the first-pass mini broke. The procedure was completed with a s+n back up device. It is unknown if there was a delay and no further complications were reported.